Event description:
The 840 ventilator stopped cycling while in injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse has not completed the evaluation of this device.